Manufacturer narrative:
Zoll (B)(4) has received the product for evaluation, however, investigation is pending. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
During the routine inspection, the customer reported that the autopulse platform (sn (B)(4)) displayed a system error. No patient involvement.

Manufacturer narrative:
The reported complaint of a system error displayed on the autopulse platform (serial (B)(4) could not be duplicated during functional testing because the platform could not be power on. Upon customer's service approval, the printed circuit assembly (pca) board will be replace to remedy the power issue. No physical damage was observed on the autopulse platform during visual inspection. The autopulse platform is a reusable device and was manufactured in october 2011. The device has been operating for over 7 years and has reached its expected serviceable life of 5 years. Archive data review could not be downloaded due to device not powering on. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).